Event description:
Caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area. Initially, reloading the same cartridge did not resolve the issue. However, after being guided through filling and loading a new cartridge, the caller successfully resolved the problem and was able to resume insulin delivery.